Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that his tubing came out of his site while sleeping and this issue occurred second time. The site location was at back of the right arm and the pump was worn on the right waist band. The infusion had been in use for more than a day. Reportedly, the infusions were stored in bathroom drawer. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.